Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of infection.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure within the past two months of becoming aware of this event on (B)(6) 2023. The procedure was performed with local anesthesia in addition to sacral anesthesia. Magnetic resonance imaging (MRI) was taken immediately after the implantation indicated no major problems and confirmed the appropriate position between the prostate and the rectum. The patient stated with his radiation therapy as planned. The patient began experiencing severe pain in the perineum within a few days, therefore a magnetic resonance imaging (MRI) was taken. The hydrogel between the prostate and the rectum was noted to be distended. A widespread inflammatory reaction in the pelvic area was also seen. The patient's radiotherapy was stopped immediately, antibiotics were administrated, and the patient's progress was monitored. The patient's symptoms worsened rapidly, while the treatment plan was being decided. The infection symptoms spread to the prostate and pelvic cavity with blockage on the rectal side. Therefore, a temporary colostomy (stoma) was created, based on the judgment of the gastroenterologist and the patient's request. The patient's symptoms have not improved. Therefore, it was decided to monitor the patient until the hydrogel absorbed completely, in the meanwhile the patient will continue with antibiotics. The radiotherapy has been postponed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure within the past two months of becoming aware of this event on (B)(6) 2023. The procedure was performed with local anesthesia in addition to sacral anesthesia. Magnetic resonance imaging (MRI) was taken immediately after the implantation indicated no major problems and confirmed the appropriate position between the prostate and the rectum. The patient stated with his radiation therapy as planned. The patient began experiencing severe pain in the perineum within a few days, therefore a magnetic resonance imaging (MRI) was taken. The hydrogel between the prostate and the rectum was noted to be distended. A widespread inflammatory reaction in the pelvic area was also seen. The patient's radiotherapy was stopped immediately, antibiotics were administrated, and the patient's progress was monitored. The patient's symptoms worsened rapidly, while the treatment plan was being decided. The infection symptoms spread to the prostate and pelvic cavity with blockage on the rectal side. Therefore, a temporary colostomy (stoma) was created, based on the judgment of the gastroenterologist and the patient's request. The patient's symptoms have not improved. Therefore, it was decided to monitor the patient until the hydrogel absorbed completely, in the meanwhile the patient will continue with antibiotics. The radiotherapy has been postponed. ***additional information received on may 28, 2025*** it was further reported that the patient had developed a perirectal abscess two weeks after the start of radiation therapy, before an artificial anus was created. Then underwent radiation therapy at another hospital, which has now been completed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information block b5 and h6 have been updated with the information received. Block b3: the exact date of the event is unknown. The provided event date, 12/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/04/2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of infection.